Manufacturer narrative:
The hill-rom technician found the brake switch defective. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake, replace or adjust when necessary. Check the tires for cuts, wear, tread life, etc. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2015. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the replaced the brake switch to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed had no audible brake alarm. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).